Manufacturer narrative:
Additional devices listed in this report: cat 5515-f-602, lot ee6sx, description: triathlon ps fem component, cemented. Cat 5521-b-500, lot iwbd, description: tri ts baseplate size 5. Cat 5551-l-381, lot ldl411, description: triathlon asym patella a38x11. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Visual, dimensional, and functional inspections were not performed as no items were returned. A device history review indicated that the device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot and sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining a root cause. A CAPA trend analysis concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time.

Event description:
Poly insert exchange during an I & d case because of infection. At completion of washout and debridement a same size insert was implanted.

Event description:
Poly insert exchange during an (B)(6) case because of infection. At completion of washout and debridement a same size insert was implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.